Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified basilic vein. A 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size sterling balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was contrast and blood in between balloon folds. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was inflated at 14 atmospheres which is above its rated burst pressure. The sterling dfu states; "maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified basilic vein. A 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size sterling balloon catheter. There were no patient complications reported.